Event description:
It was reported that the pump touchscreen times off too soon. There was no reported impact to the customer¿s blood glucose level. Customer declined assistance from technical support at that time, and no additional information was received regarding any further actions or outcome of the event.